Event description:
It was reported that during a breast biopsy procedure, a clicking noise was heard and the probe jammed then an unspecified error code was received. The probe was changed and worked properly. When the holster was tested, it was noticed that a blue cable error code was received. There were no pt consequences reported.

Manufacturer narrative:
Date sent: 08/13/2008. Eval summary: based on analysis results, this complaint is now determined to be a MFR malfunction. The analysis site confirmed the customer complaint and found the blue cable was worn and causing errors per the customer complaint. To correct the complaint, the analysis site replaced the blue cable. The site was unable to duplicate the customer complaint of unusual noise. The safety latch was replaced due to it was bent, the e-clip was replaced due to it was damaged during disassembly. Per the service manual, service tests were performed with no functional faults found. As part of the service process, heat shrink was added to the green and blue cables. The device history record has been reviewed and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.